Event description:
It was reported the patient felt their stimulation increase when there had been an ¿electrical storm¿ and they were in their car. It was unknown when this occurred. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v855587, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient (B)(4).